Event description:
On (B)(6) 2013, patient reported the infusion device displayed an e4 occlusion when she attempted to bolus 6.0 units. There were 12.0 units of insulin in the cartridge prior to the bolus. The cartridge had been in use for 3 days and was not reused, and she properly adjusted the piston rod prior to insertion. The adapter, infusion set, and battery were used per specification. She removed the cartridge and there appeared to be insulin remaining. She reinserted the cartridge and attempted to prime, and the infusion device displayed an e1 cartridge depleted error. She cleared the error message and verified there were 0.0 units on the volume indicator. She reviewed the bolus history and reported the most recent bolus was 6.1 units. Patient is certain she only programmed 6.0 units, and she believes the bolus delivery is faulty. The infusion device was not dropped. The infusion device and adapter were replaced and requested for evaluation. The cartridge and infusion set were also requested for evaluation. She did not report any physiological effects or require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customers allegation. E4 were found in the history. The occlusion limits were tested successfully. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. Adapter: the adapter passed the optical inspection. Infusion set: the unused tube set was visually tested and test for flow and tightness was performed. The tube set was found in accordance with product specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications the problem mentioned by the customer could not be reproduced.